Manufacturer narrative:
Product event summary the full lead was returned. Analysis was performed and no anomalies were found. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt the right atrial (ra) lead exhibited loss of capture and low p-wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.